Event description:
During an arthroscopic procedure, the physician was reportedly utilizing a speedstitch suturing device and cartridge. While engaging the needle and placing the suture, the suture cartridge popped out of handle, nearly landing in the surgical site. A second cartridge was loaded; however, the physician was unable to secure the cartridge in the handle. The procedure was completed using a competitor¿s suture. No pt injury or other complications were reported as a result of this event.

Manufacturer narrative:
The pt¿s age and gender have been requested but were not received. The lot number for the device was not provided, therefore no device MFR date or expiration date could be determined. Reference MFR report(s): 9019871-2012-0031, 901987-2012-00317.